Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an implantation of ureteral stent procedure. The device in use was a universal firm ureteral stent set. The attending physician indicated encrustation was observed on the pigtail of the per-existing stent. The per-existing stents were implanted for 1-3 months in the patient¿s body; however the exact date is unknown. On 06mar2017 new information was received and the file was reassessed. The physician indicated that due to the amount of encrustation found on the stent, a laser lithotripsy procedure was performed to fragment the encrustations on the stent before removal. Once the encrustation was broken and fragmented by the laser, the stent was removed. There was no open surgery involved for the removal of the stent and there were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Correction: originally the lithotripsy procedure was thought to be planned. However, new information was received (B)(4) 2017 indicating a lithotripsy procedure was performed in order to break up the incrustation before removal of the stent indicating this was an additional procedure to the patient. Correction: originally the lithotripsy procedure was thought to be planned. However, new information was received 06mar2017 indicating a lithotripsy procedure was performed in order to break up the incrustation before removal of the stent indicating this was an additional procedure to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, and quality control of the complaint device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: ¿a pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. The universa® firm stents must not remain indwelling more than twelve (12) months. The universa® soft stents must not remain indwelling more than six (6) months¿ the complaint device was not returned therefore, no physical examinations could be performed. Without the lot number, non-conformances review and additional complaint lookup cannot be completed. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.